Event description:
Additional information received, the balloon was inflated 90-95% and the valve was deployed in acceptable position with traces of regurgitation post implant. It was unknown if there was coaxial alignment of the delivery system since reentry was difficult to see. Per medical opinion the cause of balloon burst was due to a calcium spur. The patient remains hospitalized due to a post surgery infection.

Manufacturer narrative:
Additional information: d10 updated for date device received. B5 description updated additional information received, the balloon was inflated 90-95% and the valve was deployed in acceptable position with traces of regurgitation post implant. It was unknown if there was coaxial alignment of the delivery system since reentry was difficult to see. Per medical opinion the cause of balloon burst was due to a calcium spur. The patient remains hospitalized due to a post surgery infection.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in austria, a 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. 2-3 seconds post implant the balloon burst. ¿the delivery system was tried to pull back, but at the proximal end of the e-sheath no more movement was possible.¿ the devices were unable to be retrieved, therefore surgical intervention was required. The vascular surgeons were unable to remove the device, so part of the vessel had to be cut out and replaced. Upon retrieval the delivery system distal tip was observed to be separated and the sheath ¿marker split¿. The patient was in stable condition post procedure. Photos of the devices after use show the ds balloon rupture and the balloon distal tip separated.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The delivery system was returned to edwards lifesciences for evaluation. The full loader assembly was over the flex shaft and inflation device were still attached to the delivery system. The accompanying sheath device was also returned. The guidewire lumen and distal portion was returned separated from the delivery system and inserted through the sheath. A review of images showed that the balloon was indeed in two pieces, with the distal end and nose tip caught on the sheath and the proximal end still attached to the balloon shaft.  Visual inspection of the returned delivery system was performed and the following observations were noted: radial and longitudinal burst of the balloon was confirmed. Unable to verify if there are missing balloon pieces. However, the physician confirmed that there were no missing balloon pieces upon device removal; the distal end of the balloon was attached to the nose tip/guidewire lumen assembly; the proximal end of the balloon was attached to the balloon shaft; the burst balloon material was bunched up and stuck at the sheath tip. Due to the condition of the returned device (balloon burst and separated into two pieces), functional testing for this complaint could not be performed.  Dimensional testing was performed and the single wall thickness of the inflation balloon near the observed burst area was measured. The inflation balloon wall thickness was found to be within specification at all measured locations. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, delivery system withdrawal difficulty through sheath, and distal tip, nose tip separated were all confirmed upon visual inspection of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences.  The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above the inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Although no imagery of calcification was provided, it was reported that the presence of a calcium node/spur at the annulus was the suspected cause of the balloon bursting during valve deployment. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support the notion that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manuals, and manufacturing process), as identified in the technical summary, are still in place. The balloon burst would have resulted in an altered balloon profile, which would have created difficulty in withdrawing the delivery system. The altered profile would make the balloon more likely to be caught during attempted re-entry into the sheath distal end. Furthermore, if enough retrieval force is applied on the delivery system due to the resistance encountered at the sheath distal end, it is possible that the balloon would separate, especially in its compromised state. Evaluation of the returned products showed that the distal end of the burst balloon did indeed separate into two pieces, with the proximal end on the balloon shaft and the distal part of the balloon (along with the nose tip and guidewire lumen) remaining in the sheath distal tip. Based on the available information, it is likely that patient factors (annular calcification) as well as procedural factors (withdrawal of burst balloon) are what contributed to the balloon burst, delivery system withdrawal difficulty through sheath, and distal tip-nose tip separation. In this case, the surgeons were unable to remove the device so part of the vessel was cut out and replaced.  Since no edwards defect was identified in the evaluation, no corrective or preventive action is required. Additionally, since the complaint occurrence rate did not exceed the november 2019 control limit for the applicable trend categories, product risk assessment escalation is not required.